Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable investigation results of presence of foreign material on the device. Block h11: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire lumen had evidence of foreign material. The device was actuated and was unable to bow and unbow. Electron microscopy (sem), fourier-transform infrared spectroscopy (ftir), and energy-dispersive x-ray spectroscopy (eds) analysis were performed, and the sample presented evidence of corrosion throughout the surface of the wire. No other problems with the device were noted. The product analysis revealed that the device had evidence of foreign material at several sections in the cutting wire lumen. The foreign material encountered in the device could have affected the device's performance and integrity, making the device unable to bow. Additional testing found evidence of corrosion throughout the surface of the wire inside the device. Based on all gathered information, the most probable root cause is quality control deficiency. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the device failed to bow during set-up. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results of 9980:1820 (system: foreign material). Please see block h11 for full investigation details.